Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was bilaterally implanted with the light adjustable lens+ (lal+, sn (B)(6), +22.5d) in the right eye on (B)(6) 2024. Postoperatively, the patient completed 3 light adjustments in the right eye. Upon examination on (B)(6) 2025, the treating physician observed central intraocular lens irregularities consistent with polymerization. Lock-in treatment was performed on the same day. A procedure was attempted on (B)(6) 2025 to explant the lens, however, due to zonular dehiscence, the procedure was not completed. On (B)(6) 2025, approximately 12 months after implantation, the lal+ was explanted and a new light adjustable lens (lal, sn (B)(6), +22.5d) implanted as a replacement.